Event description:
Procedure: nephrectomy. According to the reporter: reload was loaded onto the handle for the 2nd firing. However, jaws could not close on the tissue and thus stapler cannot fire. Surgery time was extended by more than 30mins. After many attempts to close on tissue and removal of stapler outside the patient body to try closing the jaws, the case is converted to open. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4)..